Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient presented at the clinic in early july 2018 and reported that since (B)(6) 2018 she had a decrease in hearing performance with the device. There is no history of an accident or trauma and no changes in health.

Event description:
The recipient presented at the clinic in (B)(6) 2018 and reported that since (B)(6) 2018 she had a decrease in hearing performance with the device. In (B)(6) 2018 the user stopped responding to any sounds. There is no history of an accident or trauma and no changes in health, however swelling and redness were noticed over the implant site. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient presented at the clinic in early (B)(6) 2018 and reported that since (B)(6) 2018 she had a decrease in hearing performance with the device. There is no history of an accident or trauma and no changes in health. Re-implantation is considered but no date has been set yet.